Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility stated the device was in use with patient starting ventilator treatment when a leak in the tube's cuff was found. No adverse effects to patient reported.